Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the jaw melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Slight blood was observed on the hot jaw, as well as on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both jaws charred, and whitish in color indicating burn of device. No detachment was observed. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿melted; jaws¿ was not confirmed but was confirmed for the both the analyzed failure "material twisted;bent" as well as "thermal decomposition of the jaw".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the jaw melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.